Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, full defib functionality testing, and defib cycling without duplicating the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. The multifunction cable used at the time of the reported event was not returned for evaluation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.